Manufacturer narrative:
The device was returned to zoll australia for evaluation. The device appears to be functioning as intended. The event log was reviewed and no faults or errors were noted. Review of the customer configuration determined that advanced prompting mode was selected which delivers the maximum set of coaching prompts including CPR guidance. This configuration setting could result in the longer than 2 minutes between analysis with coaching depending on the circumstances. This configurable setting is user selectable, and devices are not equipped with this setting active as a factory enabled setting. Configuration guidance is listed in the device's operator's guide. The device was recertified and returned to the customer for clinical use. No trend associated with similar claims.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device experienced extended analysis time. Complainant indicated that the patient subsequently expired.